Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: during investigation, the pump was found to be completely unresponsive. A pump load step malfunction issue was unable to be adequately investigated due to moisture to the pump. The blank box could not be downloaded. A visual inspection of the pump revealed a cracked battery compartment. Moisture corrosion in the inside of the battery compartment. Leak testing showed a leak at the battery compartment crack. The pump was opened and moisture corrosion was observed on the force sensor flex pins and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that after receiving a loss of prime, the patient changed out the cartridge and after completing the rewind step and doing the load step insulin was dispelled. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.